Manufacturer narrative:
(B)(4).

Event description:
The complaint states that no alert settings on the mobile app was reported. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.